Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a varipulse¿ bi-directional catheter and suffered an asystole treated with cardiopulmonary resuscitation (CPR) and epinephrine which required prolonged hospitalization. The report indicated that after the very first pfa application with a varipulse¿ bi-directional catheter, the patient went asystole after the first application. The staff performed CPR and the patient was given epinephrine. The patient's rhythm came back, and no further intervention was needed. The physician then continued the procedure. The patient was in stable condition. Additional information was received. The physician's opinion on the cause of this adverse event was a prolonged vagal response. Patient stayed overnight at the hospital and was discharged the following day, the patient fully recovered.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).